Event description:
It was reported that the patient presented for an implant procedure. After the pocket was closed, it was noted that the right ventricular lead exhibited loss of capture. The sleeve may have been overtightened and the lead may have been damaged when cut with scissors. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. As received, a complete lead with a stylet inserted was returned in one piece. Visual inspection of the lead noted that the suture sleeve was cut consistent with procedural damage. Electrical testing and x-ray examination were normal with no anomalies found.